Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under local anesthesia. The patient experienced rectal pain, magnetic resonance imaging (MRI) showed early radiation proctatitis and infiltration of spaceoar into the rectal wall and possibly rectal lumen. On (B)(6) 2021, the physician stopped his treatment after three stereotactic body radiation therapy (sbrt) the patient received 7.25gy x 3. The patient pain was treated with ibuprofen, tylenol, and rectal lidocaine. On (B)(6) 2021, the patient had magnetic resonance imaging (MRI) which showed perforation of the anterior rectal wall with hydrogel extending into the rectosigmoid. The patient was advised to wait for 6 months until the gel dissolved he already received 60% of a course of radiation and leaning towards finishing with about 40gy of conventional fractionation intensity-modulated radiation therapy (imrt).